Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: serial#: (B)(4), implanted: 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient receiving morphine (10 mg/ml at 1 mg/day) via an implanted infusion pump. It was reported the patient had fluid at the pump site and times of feeling as there was too much or too little drug. It was noted the pump wasn't consistent. The patient had a sedona looking mass formed above the pump pocket but was not a pocket fill. Ultrasound confirmed the fluid and no dye study was performed. The patient noted there had been no falls or other issues. The pump segment was revised and trimmed which resulted in aspiration of free flowing csf. It was noted the issue was resolved.